Event description:
User facility reports a new hemodialysis tech, who had been oriented and trained to reprocess dialyzers, was exposed to renalin cold sterilant fumes while working in the reprocessing area. The tech complained of dizziness, headache, blurred vision and stated he felt like he was going to pass out. The hemodialysis tech passed out and was sent to the ER.